Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: endo bags are breaking when removing the specimen. Kept on grabbing a new bag until it worked. There was no injury. Currently pt status ok.

Manufacturer narrative:
(B)(4).